Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated quality controls (qc) were in range on the day the event occurred. Ccc instructed the customer to rerun qc on both the original and the alternate instruments for comparison, resulting satisfactory. Ccc instructed the customer to run comparison testing on 5 random patient samples, and results matched between the two instruments. A siemens headquarter support center specialist (hsc) reviewed the instrument data which indicated that the customer is not following tube manufacturer recommendations for proper centrifugation times and speed. The customer is using greiner plasma tubes and spinning for 3 minutes at 7200 revolution per minute (rpm) and for 5 minutes at 5600 rpm. Plasma samples need to be spun for 15 minutes when using greiner tubes. The cause for the customer not following manufacturer tubes recommendation is failure to follow instructions. The cause of the falsely depressed na and cl results is unknown.the instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium (na) and chloride (cl) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument (dimension rxl serial number (B)(4)), resulting higher and matching the patients' clinical history. The samples were then repeated on the original instrument, resulting higher. The repeat results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na and cl results.